Event description:
Customer reported getting erratic readings from their freestyle flash meter. The customer performed comparison test with the freestyle flash meter and results were 211 mg/dl and 157 mg/dl.